Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another system to complete the procedure. It was reported to philips that the monitor was unable to display the live image. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer stated that the monitor connector was loose. The rse instructed customers to realign the dvi connector to solve the problem temporarily. Rse suggested checking the dvi connector and trying to fasten the connector first; then check the 5v power supply, video ethernet cable and monitor and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the cause of the reported problem was dvi signal error. To resolve the issue, the fse reinstalled the video connector that converts ethernet signals to dvi signals to solve the reported problem. The defective part was sent for analysis, for host pc no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.